Event description:
It was reported that the lead exhibited noise and oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation was abraded through to the coil at 17 cm from the connector pin due to frictio n with the can. The damaged proximal insulation created a short between the proximal coil and pacemaker can. This short could cause the reported noise problem.